Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on 06/28/07, and alleged that the meter was frozen and would not power off. The patient was unable to test on his meter due to the meter issue. The same day, at 4;30 pm he became sweaty, irritated, and confused. He drank a box of orange juice and called lfs for assistance. The pt did not test before the symptoms and it is not known how long he was unable to test prior to the meter issue. It would have been helpful to know: when the pt last tested, the last time the pt ate, when the pt's symptoms began, the pt's medication regimen, and whether the regimen is based on meter results. While on the phone with the lfs customer service rep, the pt reseated the battery and the meter issue was resolved. A replacement meter has been sent. This complaint is being reported, as the pt alleged that his meter was frozen and during this time he had hypoglycemic symptoms, for which he self-treated.